Manufacturer narrative:
Customer technical support (cts) assisted the customer with troubleshooting (ts) and found that one of the lines on the eic came off and that there was fluid around the compartment. The cts advised the customer to clean up the leak and the flush the eic. The customer reinstalled the lines and the eic. No service was dispatched as the issue was resolved.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the electrolyte injection cup (eic) was over filling in the synchron cx9 alx clinical system. No injury was reported.